Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
Patient reported occlusion alarm and on troubleshoot it was determined that the blockage was in the tubing. This led to high blood glucose and was managed with mdi (multiple daily injection).